Event description:
The following additional information regarding the event was received from the customer: when the turp procedure started, the subject device showed no abnormality. After the issue occurred, the procedure was completed using another scalpel with monopolar energy. There was approximately a 20¿30-minute delay while changing the material used for monopolar resectoscopes and to change the irrigation solution. There was no patient adverse event as a result of this incident.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Information added to b5, e2, e3 and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the occurrence of error e433 was subsequently dismissed and the occurrence of error e101 (generator board defective) was identified. The error e101 occurs if the optical connection between the motherboard and the generator board is interrupted. Furthermore, it was stated that damage to the generator was caused by an external repair. It should be mentioned that olympus is not responsible for unauthorized intervention and/or manipulation and the resulting damage. Therefore, olympus strongly advises that repairs should only be carried out by olympus or authorized technicians. Olympus does not take a position on faults resulting from third-party intervention. This supplemental report includes updated information added to b5 and d8. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was received and evaluated at service center olympus brazil. Device evaluation found the generator board was defective. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during therapeutic transurethral resection of the prostate (turp) procedure, the device stopped working and exhibited an error e433. There was no patient harm or injury reported due to the event. No user injury was reported.